Manufacturer narrative:
On (B)(6) 2016 11:15 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
On (B)(6) 2015, the iab catheter was inserted in a patient and iabp therapy started. During iabp therapy, it was noted that waveform of balloon inside pressure was not displayed. The customer continued therapy only ECG and without replacement of another iab catheter. The patient expired. Date of the patient's death is unknown.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 75.7cm from the iab tip. The optical fiber was found to be broken at this location and within the membrane 15cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. (B)(4).

Event description:
On (B)(6) 2015, the iab catheter was inserted in a patient and iabp therapy started. During iabp therapy, it was noted that waveform of balloon inside pressure was not displayed. The customer continued therapy only ECG and without replacement of another iab catheter. The patient expired. Date of the patient's death is unknown.